Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 100-200 mg/dl. Customer would adjust the tubing to prevent kinking or would change out the infusion set site to address the occlusions. Customer cleared the alarms and insulin delivery was resumed. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.